Event description:
Inappropriate vf therapy. Pt received shock with no symptoms. Defective ICD was explanted and a new ICD was implanted.

Event description:
Add'l info rec'd from MFR 12/07/01: it was reported to medtronic that use of the model 6945 was discontinued due to inappropriate vf therapy, and the egm demonstrated what appeared to be noise (sensing difficulty). It should be noted that the pt's ICD, model 7271, was also explanted. The physician decided to change the unit in conjunction with the 6945 lead. It was not defective as noted in the event description of the voluntary medwatch report and tested within specification. Analysis of the lead found the bilumen tubing voids shorting the distal coil and the svc conductor. This is the cause of the reported sensing problems. The tubing voids are most likely caused from the clavicle rib crushing the insulation. The device was out of specification in a manner that relates to the reported event. Medtronic received info about the event described in the report on 08/24/01. The above info was included in a previous bi-monthly submission (2649622-2001-00558). Current status of device: the device was explanted and returned to medtronic for evaluation.